Manufacturer narrative:
270049-2004-0047. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an asd procedure, the defect was assessed and a 28 mm amplatzer septal occluder (aso) was selected. At the time of deployment the aso deformed cobra-shaped and was difficult to recapture. During manipulation, the device became unscrewed from the delivery cable even though the majority of the device was still maintained within the sheath. Multiple attempts were made to retrieve the aso without success; however it was eventually snared from the svc and successfully removed via a large sheath. A second 28 mm aso was successfully deployed without incident.